Event description:
A percutaneous coronary intervention (pci) was performed for a 75% stenosed and moderately tortuous lesion without calcification located in the mid - left anterior descending artery (lad). This lesion had a previously implanted stent. An intravascular ultrasound (ivus) imaging catheter was successfully used to image the in-stent restenosed (isr) lesion. The physician removed the catheter from the patient without incident. While outside the patient the catheter was flushed and the tip became detached from the catheter. After this event, the lesion was dilated with a balloon, and a stent was implanted in the lesion to complete the procedure. The patient is reported to be in "good" condition.

Event description:
A percutaneous coronary intervention (pci) was performed for a75% stenosed and moderately tortuous lesion without calcification located in the mid - left anterior descending artery (lad). This lesion had a previously implanted stent. An intravascular ultrasound (ivus) imaging catheter was successfully used to image the in-stent restenosed (isr) lesion. The physician removed the catheter from the patient without incident. While outside the patient the catheter was flushed and the tip became detached from the catheter. After this event, the lesion was dilated with a balloon, and a stent was implanted in the lesion to complete the procedure. The patient is reported to be in "good" condition.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The device was received in two pieces the distal tip assembly was broken off from the catheter body, approximately 2.3 cm from the distal tip and the remainder of the catheter measured 167.9cm long. Visual analysis noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing, a good image appeared in the system. The fracture location of the distal tip section was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. This break is consistent with previous failures of this nature that had a higher level of catheter oxidation and brittleness. A review of the device labeling and directions for use (dfu) revealed that the dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design was assigned to the tip detached/separated complaint.